Manufacturer narrative:
Block b3: approximated based on the date of explant.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to inadequate stimulation. No further information was obtained despite multiple good faith efforts.